Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having vertigo as of (B)(6). There were no falls/trauma related to the event, with no recent programming changes as well. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00611.